Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had r primary knee replacement, which was revised 12 months ago, attune revision rp implanted (component sizes below). The knee is infected again, so revision components have today been removed and replaced with the antibiotic spacer. The surgeon was happy with the previous revision procedure and components and said the patient had been very happy with the outcome, so the issue for him is an infection and not surgeon error or component failure. Jjm rep was at the procedure today where the surgeon removed the components. The femoral sleeve was very well fixed, required osteotomes, small saw and a burr to break the interface, and locking pliers on slap hammer to remove it. Tibial construct came out as a single construct, as there was space on the anteromedial underside of the tray to knock it out.